Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. Evaluation summary: the system was examined and the reported event was not replicated. However, the company representative determined that the system was used improperly. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively.

Event description:
An operating room employee reported that the physician complained about lack of phaco power during surgery. Due to the event the patient had anterior chamber collapse and the lens fell at the bottom of the eye. The surgery was not completed and the patient was transferred to another hospital. Additional information has been requested but not received to date.